Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record could not be performed as the lot was unknown. Our quality engineer reviewed the provided photo and observed what appeared to be visible silicone on the catheter tubing. Based off the provided photo the engineer was unable to verify small bulges in the tubing but could verify excess silicone. Please note that excess silicone was found to not affect the fit, form or function of the device. It has been tested and found to not cause harm to the user and assists with the vein puncture process. Without a physical sample a definitive root cause could not be determined. Although this most likely occurred during the siliconization process during assembly. The manufacturing facility has been notified of this incident and the findings. A project has been opened by the manufacturing facility to correct this issue. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found before use with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, "catheters have small bulges."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, "catheters have small bulges."

Event description:
It was reported that foreign matter was found before use with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, "catheters have small bulges."

Manufacturer narrative:
The following information has been updated/corrected: device available for eval?: yes. Returned to manufacturer on: 2020-04-27. Device return to manuf.?: yes. Device eval. By manufacturer?: yes. Investigation summary: batch history analysis: a device history analysis was performed for the sub-assembly #004712bjf batch 7207669 manufactured from 02-aug-2017 to 13-sept-2017 and sub-assembly #004712bjf batch 7241708 manufactured from 07-sept-2017 to 11-oct-2017 on the acam01 machine used in the batch 7241831. This batch was analyzed in relation to the ¿foreign matter / visible silicone¿ tests and no records were found that could lead to the claimed defect. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of ¿foreign matter/ visible silicone¿, or anything that could lead to this complaint. Unplanned maintenance: the corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and it was not verified records related to this issue. Investigation conclusion: a complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of tubing balloons with lot #7241831 regarding item #381112 occurrence: 1st related complaints: n/a root cause description: were received at bd curitiba in (B)(6) 2020, 100 samples, catalog 381123 lot 7211831. According to the visual analysis of the samples under the increase in coordinate measuring equipment (three-dimensional), it can be seen that the defect that the customer reports is visible silicone. It should be noted that this silicone does not cause harm to the user and is used to assist the sliding of the catheter during venipuncture. Rationale: although there were no evidences of ¿foreign matter¿ for the lot in question during the investigations carried out, after analyzing the photos of the attached sample, it was possible to confirm the complaint. It should be noted that this silicone does not cause harm to the user and is used to assist the sliding of the catheter during venipuncture. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time. Method codes: 3331, 10. Result codes: 114, 3221. Conclusion codes: 25.